Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 187392/179423.

Event description:
It was reported that the patient was experiencing ineffective therapy and was having to charge the ipg frequently. The patient underwent a revision procedure wherein the old ipg and leads were replaced and two new leads were added. The explanted devices were discarded.